Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8703w, lot# l53963, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that critical alarm was occurring. An eos (end of service) message occurred upon interrogation. The pump reached eos on (B)(6) 2015. A pump replacement was being performed on the day of report. There were no patient symptoms reported. The patient's dose was likely to be reduced since the patient had been without since (B)(6) 2015. The pump was used to infuse compounded baclofen (1000 mg/ml; 302.7 mg/day).